Manufacturer narrative:
The insulin pump was received with blank display due to all electronics assemblies severely corroded and rusted. Unable to perform displacement test, operating currents and off no power test due to moisture damage. Moisture damage was noted on battery tube, vibrator motor assembly and motor assembly. The insulin pump has cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had water under the screen and had a fogged display. The customer's blood glucose was 128 mg/dl. He stated that the insulin pump's case opened, and the device fell into salt water. He stated that the insulin pump had not been dropped, had not been cracked, and did not observe any other issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.